Event description:
It was reported that one month post implant it was found that the left ventricular (lv) lead had pulled back in the selected vein and was causing phrenic nerve stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 x2 leads, implanted: (B)(6) 2010. (B)(4).